Event description:
It was reported that during surgery, the liner would not lock into the cup. The doctor said he saw irregularities on the liner like the plastic was not formed correctly. A second liner was able to be implanted. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Product was returned and evaluated. Visual examination of the returned product identified high wall, cutouts, and anti-rotation scallops that have indentations and gouges. The inner spherical surface exhibited damage consistent with possible tool marks. Device damage appeared to show attempted use. No other damage was noted. The device was measured and found to meet product specifications where it was measured. Review of the device history records identified no deviations or anomalies during manufacturing. Unable to perform a compatibility check as insufficient information was provided. Medical records were not provided. A definitive root cause cannot be determined for the liner not assembling to the cup. No problem was found with the device regarding the claim of irregularities and the plastic not being formed correctly. All the product identifiers were conforming to specification both visually and ones that were measured. The device was also visually inspected during manufacturing. The reported complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.